Manufacturer narrative:
The failure investigation has been completed and the alleged issue of malfunction was verified, however no failure was identified for the occlusion and fill estimate issues.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that a malfunction alarm occurred. The customer will continue to use the pump for insulin delivery. Customer¿s blood glucose level was 175 mg/dl. It was also reported that an occlusion alarm occurred. A cartridge change was performed resolving the occlusion. Additionally, it was reported that a minimum fill notification occurred. The customer declined follow-up from tandem technical support regarding the issue, therefore no additional information was obtained.